Event description:
In 2005, augmented with mentor rnd mod. Gel implants 350 cc. Now wants to be larger and fuller. No problems with implants. In 2006, pt underwent bilateral implant removal. Implants removed intact. Replaced with 450 cc mentor round mod. Gel implants - no problem.